Event description:
Animals put under gas anesthesia, 3 liter bag used. Oxygen flow set at 1l or 0.6l. Pop off valve all the way opened. 3l bag fills to expansion according to o2 flow, ie at 0.6l 3l bag fills in 5 1/2 to 6 minutes. Bag does not deflate at all and continues to fill so the dog (no matter what size) cannot inhale and exhale against the filled bag. Bag then emptied so process can begin again. Necessitate emptying gas into surgery room. The machine does this even with just the o2 on and vaporizer off. The rptr purchased the anesthesia machine from the MFR three years ago. She noted the described malfunction immediately. With the pop-off valve in a fully open position, the pressure in the reservoir bag builds up to the point where the animal can no longer breath. Approximately 225 animals have been anesthetized with this machine over the past three years. It malfunctions in every case, necessitating the surgical technician to disconnect the animal from the machine several times during the procedure to release the gas into the room. The time between initiation of threapy and onset of the reaction is three to five minutes. One animal died from pneumothorax, the rest recovered. There is a high level of suspicion that the machine caused the reaction. The rptr has contacted the MFR numerous times. The machine was returned for evaluation twice. The MFR told the rptr that the machine was functioning properly in both cases. Field representatives have been out to her clinic to test the machine several times and also have told her it is functioning fine. She anesthetized an animal to demonstrate the problem for a field representative, and he did acknowledge that a problem did indeed exist; however the problem remains uncorrected. The rptr notes that the MFR will no longer return her telephone calls. To continue operating the anesthsia machine in this manner is unsafe for the or personnel as anesthetic gas is directly released into the room at regular intervals.